Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and that insulin squirted out during the manual prime. The customer's blood glucose was 180 mg/dl. The customer stated that they were disconnected during the prime. The customer's insulin pump was not bumped, dropped or exposed to moisture. The customer stated that the drive support cap did not appear to be damaged. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.